Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lumbar decompression and fusion surgeon attempted to lock set screws with torque wrench and handle. Surgeon stated it was taking too much force to lock screws and he was afraid to strip the set screws. Case completed with another torque wrench handle with the same torque wrench

Manufacturer narrative:
The torque wrench handle (product code: 2770-40-510, lot number: e0404) was returned to the complaints handling unit (chu). The torque wrench showed minor signs of use in the form of superficial surface markings and some light discoloration. The wrench was stuck at the 80 in lb. Torque setting, although the pin appeared to be in good condition at this point. Torque testing was performed on this device. The amount of torque exerted by the instrument was within tolerances. The handle was later sent for disassembly. Once disassembled, the torque adjuster was found to have several damaged parts. The screw inside the handle had a notch in it that seems to have come from contact with another part of the handle. The pin that marks the handle¿s torque setting was found to have become slightly bent. The inside of the handle features a distinct notch and scuffing at the 80 in lb. Setting mark. Also, the parts inside this section of the handle generally feature some minor wear/rust. These issues in tandem may have prevented the torque setting from being adjusted and may have come from >11 years of wear and tear on the device during its time in the field. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis is necessary for the torque handle exerting excessive amounts of torque. This failure mode could not be replicated in testing.the root cause for the torque wrench handle remaining stuck at the 80 in lb. Torque setting cannot be determined from the sample and information available. A potential root cause may be >11 years of wear and tear on the device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.